Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and discharged after 21days. The patient was treated with unspecified antibiotics for peritonitis. It was reported the patient experienced septic shock and passed away on an unspecified date. The cause of death was due to "septic shock of 24hrs". It is not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.